Manufacturer narrative:
Conclusion: the valve remains implanted. Images were not received for review. Post-implant occurrence of aortic regurgitation and paravalvular leak (pvl) can be caused by a variety of factors including valve positioning, patient anatomy, valve sizing, or presence of pre-existing patient conditions. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and several others. In this case the patient presented with a history of both stenosis and severe coronary heart disease. Dislodge events are typically not related to a device malfunction. In addition, per the device instructions for use (IFU), there is a precaution against repositioning via snaring of a deployed valve, as it may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. While the valve was not actively repositioned, the event description says that the valve was snared while the patient was being resuscitated. Conduction disturbances, including asystole, are known potential adverse events associated with the use of evolut pro system. From the available information, a conclusive cause for the regurgitation, pvl, dislodge, or conduction disturbance could not be made. As autopsy information was not shared, nor the valve explanted, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not allege a device malfunction occurred. This event does not indicate device misuse or malfunction. Updated h.6 - eval method, eval results, eval conclusion and health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve using the subclavian approach, the valve dislodged after it was released. The valve was snared while resuscitation was performed simultaneously. After ten minutes resuscitation was stopped, and no rhythm was found. The patient died. The cause of death was acute heart failure due to aortic regurgitation. It is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that the cause of the dislodgement was unknown. Severe central aortic regurgitation and severe paravalvular leak (pvl) were noted after the dislodgement. An autopsy was performed however the valve was not explanted. Updated fields: section e and h.6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.